Event description:
(B)(6) 2022 the consumer did not provide their contact details. The original complaint came from (B)(6). The consumer claims to have received a burn on their fingers while in use of the product.

Manufacturer narrative:
(B)(6) 2022 the consumer did not provide (B)(6) with their contact information. Therefore we don't have the capability to contact the consumer and won't be receiving the device for an investigation,.